Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The stenosed target lesion was located in the ostial right coronary artery (rca). A 185cm pt²¿ guide wire was advanced to the target lesion. Following advancement, an unspecified stent was implanted in the ostial rca to treat instent restenosis. However, the physician noted that the tip of the guidewire snapped off. The physician discussed the retrieval of the broken part, however in view of difficult engagement of the guide catheter and the tip of the wire being in a small distal vessel, it is impossible to trap the wire with a second stent. The physician then decided to leave the broken part of the wire where it was and the tip ended up in a small branch. The procedure was completed with this device. No symptoms of ischemia was noted. No further patient complications were reported and the patient was hemodynamically stable throughout.